Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The anti-tachycardia pacing (atp) output was increased to compensate. The patient will continue to be monitored. This lead was explanted, and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The anti-tachycardia pacing (atp) output was increased to compensate. The patient will continue to be monitored. The patient presented to check in, and an x-ray was performed, the lead was found to be in the same position as the initial implant; however, a micro-dislodgement was suspected as the lead exhibited impedance issues and noise. Subsequently, a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.